Event description:
Customer's wife stated the customer experienced a hypoglycemic event on (B)(6) 2014 around 5:00 p.m. She tested his blood glucose and received a result of 84 mg/dl; however, the customer was unresponsive and unable to treat himself. She gave the customer orange juice and contacted the paramedics. The paramedics arrived around 5:20 p.m., and he was transported to the hospital due to suspected stroke. His blood glucose measurement at the hospital was 60 mg/dl at 6:00 p.m., and he was treated with an IV glucose solution. His blood glucose was 300 mg/dl at 7:00 p.m. And 147 mg/dl at 8:20 p.m., which was prior to discharge. The alleged products were requested for evaluation; however, the test strips are not available to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.